Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent due to additional adverse outcomes being reported per a maude event report from the patient. Per the patient, while the report states the patient had 6 devices implanted, only two devices were bard/davol mesh devices. The patient was able to confirm that there were mesh implanted from another manufacturer and he initial report from the attorney is correct for the two bard/davol mesh devices. Updated fields: b2, b5, g1, g2, g7, h2, h10 h3 other text : not returned.

Event description:
Attorney alleges that on (B)(6) 2005 or (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol ventralight st (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and ventralight st (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum based on maude event report (mw5091149): "I've had 6 hernia surgeries. Started to remove a diseased colon, university of physicians got in there and had to remove a foot and a half of my intestine that had attached to original hernia surgery. Four of the six were on recall. Now I'm a 100% disabled, total deformed, have to rely on family to help, have grabbers in all rooms, in need of reconstruction wall surgery. No insurance until (B)(6) 2020, basically my intestines are hanging out of my stomach only holding in by very thin skin, wings. I could send pictures. Also went to the clinic in looking for answers, told me I was border diabetic of a surgery level over 600. Mind you just got out of the university of (b6) 4 months prior, either they didn't know; within that short period of time I became diabetic. I was told to get my a1c below 7 which I did lose a few pounds, only for them to take my insurance, approved (B)(6) and (B)(6) with (b6) a month spend down only receive (B)(6) a month disability. So insurance I did have for (b6) a month said well since you have your insurance will be a month, lol. I have 3 high school kids and house, car payments so their for no insurance. I need help, my life is in life threatening danger and they want to play politics all over 6 hernia repairs gone wrong. Help."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2005 or (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol ventralight st (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and ventralight st (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.